Manufacturer narrative:
Trackwise ID (B)(4). The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro vh-3500 metal wire separated from jaws. No components detached from product. No additional incisions required. Procedure only delayed to open a second evh kit to complete the procedure. No patient effect or harm.

Event description:
N/a.

Manufacturer narrative:
Trackwise#: (B)(4). The device was returned to the factory for evaluation on 11/10/2022. An investigation was conducted on 11/16/2022. A visual inspection was conducted. A photograph was provided by the account. A photographic inspection was conducted. Signs of clinical use and evidence of heavy charr was observed on the heater wire. The heater wire was observed to be flexed and twisted away from the hot jaw with detachment at the tip. The gray siilicone insulation on both the hot and cold jaws was observed to be intact with no visual defects observed. No electrical testing was conducted due to the condition of the heater wire. Based on the returned condition of the device as well as the evaluation and photographic inspection, the reported failure "material twisted/bent wire" was confirmed. The lot # 3000260743 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.